Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for the right ventricular lead integrity alert were met, that there was an r-wave amplitude measurement issue, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant product: 5076 lead, implanted: (B)(6) 2003.

Event description:
It was reported that there was some noise seen on the atrial lead. The atrial lead was noted to have far field r-waves oversensing. The right ventricular lead was also noted to have decreased r-waves. Both leads remain in use. No patient complications have been reported as a result of this event.